Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation :it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot unknown are unknown, but the filter tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: blank fields on this form indicate the information is unknown or unavailable. The following allegations have been investigated: pulmonary embolism, embedded, shortness of breath, trouble breathing. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported shortness of breath and trouble breathing are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. The associated work order was reviewed. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient alleges pulmonary embolism, embedded ivc filter. Patient further alleges shortness of breath, trouble breathing when performing household chores such as taking the trash out, going grocery shopping and personal daily grooming.

Manufacturer narrative:
(B)(4). Non health care professional. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a günther tulip vena cava filter on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
A venogram performed on (B)(6) 2016 states "findings highly suggestive of ivc thrombosis involving the infrarenal ivc and the gunther tulip filter. This may be the source of emboli to the lungs." A thrombolysis performed (B)(6) 2016 states "venography demonstrates partial lysis of thrombus within the mid ivc and right iliac vein. Thrombus persists in the left iliac vein and within the cone of the filter. There is flow through the thrombus at this point in time."

Manufacturer narrative:
F10: patient code:pulmonary embolism (1498)- listed in IFU, thrombosis (2100)- listed in IFU, thrombus (2101)- listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.